Event description:
It was reported that the ilet user experienced leaking insulin cartridges, associated with a blood glucose reading of 400 mg/dl. The issue was linked to connecting the infusion set connector to the cartridge outside of the ilet, leading to leakage from the reservoir/cartridge. Replacement cartridges were provided and the user was educated on correct supply change steps. Symptoms included hyperglycemia, headache, and shaking/tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use error regarding infusion set connector attachment leading to leakage consistent with a seal issue in the reservoir component, manifesting as a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.